Event description:
The customer observed a single, non-reproducible, falsely elevated vitros tropl es result for a pt sample processed on a vitros eci system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported outside the lab and a corrected report was issued. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
Ocd field service investigated and performed necessary repairs to multiple subsystems, returning the vitros eci to intended operation. The investigation determined the most likely cause of the falsely elevated tropl es results was instrument related. Following the service activity, no further occurrences of falsely elevated tropl es results have been observed.